Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose above 13.9 mmol/l (>250 mg/dl) while wearing the pod for between 5 and 24 hours. The pod adhesive reportedly loosened, causing the cannula to dislodge from the infusion site (abdomen). A new pod was successfully applied.